Event description:
Consumer reported complaint for high blood glucose test results. Nephew is calling on behalf of the customer. The customer is concerned with test results from results obtained of 285, 297, 334, 406 and 582 mg/dl. The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. On (B)(6) 2022 paramedics had been called when customer had obtained the blood glucose test result of 582 mg/dl pm fasting. Customer had not had anything to eat or drink for at least four hours and was not experiencing any symptoms at the time. When the paramedics arrived, they tested customer's blood glucose and had obtained a result of 150 mg/dl. No diagnosis or medical treatment was provided and customer was not taken to the hospital. During the call, a blood test was performed by the customer am fasting and produced test result of 275 mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/31/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting paramedics due to meter result. Test strips were not returned for evaluation. Meter was returned- product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 14-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 25-may-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.